Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil migrated/ one of her essure coils had migrated into her intra-abdominal cavity/perforation: coil embedded in omentum/essure coil was lodged into the omentum at its distal end/ migration from left fallopian tube to the right upper abdominal quadrant"), pelvic pain ("sharp intermittent pain and cramps/ severe pelvic pain/pain/ chronic pain") and genital haemorrhage ("abnormal bleeding/ heavy bleeding/abnormal bleeding(general)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty in inserting the first essure" and device defective "there was defect to the delivery system". The patient's past medical history included constipation, depression, gravida I and parity 1 in 2005. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cyst, nausea, vomiting, vomiting, smoker and alcohol use. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), weight increased ("weight gain / weight gan of 30pds"), proctalgia ("rectal pain"), flatulence ("flatus, passing lot of flatus"), abdominal distension ("bloating"), diarrhoea ("diarrhea") and urinary tract infection ("urinary tract infection"). On (B)(6) 2012, 3 months 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pyrexia ("fever"), flank pain ("severe right flank pain"), bladder disorder ("bladder or urinary problems or changes / bladder damage"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain lower ("lower abdominal pain radiating to right upper quadrant"), vulvovaginal pain ("vaginal pain"), nausea ("nausea"), vomiting ("occasional vomiting"), abdominal pain ("right side abdomen"), uterine pain ("uterus pain") and nerve injury ("nerve damage"). The patient was treated with dicycloverine hydrochloride (bentyl), citalopram hydrobromide (celexa), docusate sodium (colace), duloxetine hydrochloride (cymbalta), diclofenac, gabapentin, macrogol (glycolax), hydroxyzine hydrochloride (hidroxizin), morphine, oxycodone, promethazine (phenergan [promethazine]), phenazopyridine hydrochloride (pyridium), trazodone, surgery (on (B)(6) 2014 partial hysterectomy and (B)(6) 2014,bilateral removal of fallopian tubes,salpingectomy) and surgery (on (B)(6) 2014 partial hysterectomy and (B)(6) 2014,bilateral removal of fallopian tubes,salpingectomy). Essure was removed on(B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain, migraine, dysmenorrhoea, fatigue, abdominal pain lower, vulvovaginal pain and nausea was resolving, the genital haemorrhage, pyrexia, weight increased, flank pain, anxiety, depression, bladder disorder, urinary tract disorder, dyspareunia, urinary tract infection, vomiting, abdominal pain, uterine pain and nerve injury outcome was unknown and the proctalgia, flatulence, abdominal distension and diarrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, flank pain, flatulence, genital haemorrhage, migraine, nausea, nerve injury, pelvic pain, proctalgia, pyrexia, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, through a side port essure device was inserted and advanced into the right tubal ostium and entered into the right fallopian tube without any difficulty. There were 6 coils in the endometrial cavity. The procedure was repeated in identical fashion on the left side. Initially there was difficulty in inserting the first essure because there was defect to the delivery system. A 2nd essure delivery system entered into the left tubal ostia without any difficulty. At this stage the device has separated from the essure coil and was removed. Good placement on the left side was noted. Plaintiff's right essure coil remains in place and she still suffers from the symptoms and is currently investigating her options for removal of the essure devices. On (B)(6) 2012, preoperative diagnosis: dislodged essure coil into the abdominal cavity. The omentum was pulled down and it became obvious that the essure coil was lodged into the omentum at its distal end. The right fallopian tube was palpated and it showed that the essure coil was in the proper place. The left fallopian tube did not show any palpable essure coil and it appears that the dislodged coli was from the left side. Good occlusion of both the fallopian tubes was accomplished. Both the ovaries were noted to be normal. The uterus was anteverted and it was normal. The pouch of douglas was clear. There was no evidence of any inflammatory process or adhesions in the pouch of douglas, in the bowel loops or in the omentum. Procedure used to remove essure: surgical removal of coil(s) - laparotomy, excision biopsy of the omentum with left essure coil removal and bilateral filshie clip tubal ligation. Removal date was changed from (B)(6) 2014 to (B)(6) 2012. On (B)(6) 2012. Patient undergoes surgery: excision of left migrated micro-insert. On (B)(6) 014 (hysterectomy with bilateral salpingectomy) done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. X-ray - on (B)(6) 2012: coils had migrated into her intra-abdominal cavity on (B)(6) 2012, findings: a frontal projection of the abdomen showing an essure coil in the right upper quadrant. An additional coil within the pelvis. No additional foreign body identified, nonobstructive gas pattern. No abnormal calcification finding of mass. No free air. Underlying bony anatomy normal in appearance. Impression: essure coil within the right upper quadrant. History of present illness: she had been having abdominal rectal pain for 3 days. She said she went to 2 ers for the same pain. She was informed that her x-ray showed a problem with her essure coil, and that she needed to return to the emergency room. Apparently the essure coil had radiated out of her uterus and into her peritoneum, intraabdominal cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra ll.t can be provided. Most recent follow-up information incorporated above includes: on 26-jun-2018: events- "urinary tract infection, nausea, occasional vomiting, right side abdomen, uterus pain, nerve damage" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil migrated/ one of her essure coils had migrated into her intra-abdominal cavity/perforation: coil embedded in omentum/essure coil was lodged into the omentum at its distal end/ migration fromleft fallopian tube tothe right upperabdominal quadrant"), pelvic pain ("sharp intermittent pain and cramps/ severe pelvic pain/pain/") and genital haemorrhage ("abnormal bleeding/ heavy bleeding/abnormal bleeding(general)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty in inserting the first essure" and device defective "there was defect to the delivery system". The patient's past medical history included constipation, depression, gravida I and parity 1 in 2005. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cyst, nausea, vomiting, vomiting, smoker and alcohol use. On (B)(6)2011, the patient had essure inserted. On (B)(6)2012, 3 months 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pyrexia ("fever"), weight increased ("weight gain"), flank pain ("severe right flank pain"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), proctalgia ("rectal pain"), flatulence ("flatus, passing lot of flatus"), abdominal distension ("bloating"), diarrhoea ("diarrhea"), abdominal pain lower ("lower abdominal pain radiating to right upper quadrant") and vulvovaginal pain ("vaginal pain"). The patient was treated with dicycloverine hydrochloride (bentyl), citalopram hydrobromide (celexa), docusate sodium (colace), duloxetine hydrochloride (cymbalta), diclofenac, gabapentin, macrogol (glycolax), hydroxyzine hydrochloride (hidroxizin), morphine, oxycodone, promethazine (phenergan [promethazine]), phenazopyridine hydrochloride (pyridium), trazodone, surgery (on (B)(6) 2014partial hysterectomy and (B)(6)2014,bilateral removalof fallopian tubes,salpingectomy) and surgery (on (B)(6)2014partial hysterectomy and (B)(6) 2014,bilateral removalof fallopian tubes,salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, abdominal pain lower and vulvovaginal pain was resolving and the genital haemorrhage, pyrexia, weight increased, flank pain, anxiety, depression, bladder disorder, urinary tract disorder, migraine, dyspareunia, fatigue, proctalgia, flatulence, abdominal distension and diarrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, flank pain, flatulence, genital haemorrhage, migraine, pelvic pain, proctalgia, pyrexia, urinary tract disorder, uterine perforation, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6)2011, through a side port essure device was inserted and advanced into the right tubal ostium and entered into the right fallopian tube without any difficulty. There were 6 coils in the endometrial cavity. The procedure was repeated in identical fashion on the left side. Initially there was difficulty in inserting the first essure because there was defect to the delivery system. A 2nd essure delivery system entered into the left tubal ostia without any difficulty. At this stage the device has separated from the essure coil and was removed. Good placement on the left side was noted.plaintiff's right essure coil remains in place and she still suffers from the symptoms and is currently investigating her options for removal of the essure devices. On (B)(6)2012, preoperative diagnosis: dislodged essure coil into the abdominal cavity. The omentum was pulled down and it became obvious that the essure coil was lodged into the omentum at its distal end. The right fallopian tube was palpated and it showed that the essure coil was in the proper place. The left fallopian tube did not show any palpable essure coil and it appears that the dislodged coli was from the left side. Good occlusion of both the fallopian tubes was accomplished. Both the ovaries were noted to be normal. The uterus was anteverted and it was normal. The pouch of douglas was clear. There was no evidence of any inflammatory process or adhesions in the pouch of douglas, in the bowel loops or in the omentum. Procedure used to remove essure: surgical removal of coil(s) - laparotomy, excision biopsy of the omentum with left essure coil removal and bilateral filshie clip tubal ligation. Removal date was changed from apr-2014 to (B)(6)2012. On (B)(6)2012. Patient undergoes surgery: excision of left migrated micro-insert. On 14-pr2014 (hysterectomy with bilateral salpingectomy) done diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. X-ray - on (B)(6)2012: coils had migrated into her intra-abdominal cavity on (B)(6)2012, findings: a frontal projection of the abdomen showing an essure coil in the right upper quadrant. An additional coil within the pelvis. No additional foreign body identified, nonobstructive gas pattern. No abnormal calcification finding of mass. No free air. Underlying bony anatomy normal in appearance. Impression: essure coil within the right upper quadrant. History of present illness: she had been having abdominal rectal pain for 3 days. She said she went to 2 ers for the same pain. She was informed that her x-ray showed a problem with her essure coil, and that she needed to return to the emergency room. Apparently the essure coil had radiated out of her uterus and into her peritoneum, intraabdominal cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra ll.t can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter was added. Stop date of essure was changed. Lower abdominal pain radiating to right upper quadrant and vaginal pain were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil migrated/ one of her essure coils had migrated into her intra-abdominal cavity/perforation: coil embedded in omentum/essure coil was lodged into the omentum at its distal end/ migration fromleft fallopian tube tothe right upperabdominal quadrant"), fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("sharp intermittent pain and cramps/ severe pelvic pain/pain/ chronic pain") and genital haemorrhage ("abnormal bleeding/ heavy bleeding/abnormal bleeding(general)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty in inserting the first essure" and device defective "there was defect to the delivery system". The patient's past medical history included constipation, depression, gravida I, parity 1 in 2005, mood disorder, cystitis interstitial and fatty liver. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cyst, nausea, vomiting, vomiting, smoker and alcohol use. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). In october 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), weight increased ("weight gain / weight gan of 30pds"), proctalgia ("rectal pain"), flatulence ("flatus, passing lot of flatus"), abdominal distension ("bloating"), diarrhoea ("diarrhea") and urinary tract infection ("urinary tract infection"). On (B)(6) 2012, 3 months 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced hypertonic bladder ("over active bladder"). On an unknown date, the patient experienced pyrexia ("fever"), flank pain ("severe right flank pain"), stress urinary incontinence ("bladder or urinary problems or changes / bladder damage : stress urinary incontinence"), urge incontinence ("bladder or urinary problems or changes / urge incontinence"), abdominal pain lower ("lower abdominal pain radiating to right upper quadrant"), vulvovaginal pain ("vaginal pain"), nausea ("nausea"), vomiting ("occasional vomiting"), abdominal pain ("right side abdomen"), uterine pain ("uterus pain") and nerve injury ("nerve damage"). The patient was treated with dicycloverine hydrochloride (bentyl), citalopram hydrobromide (celexa), docusate sodium (colace), duloxetine hydrochloride (cymbalta), diclofenac, gabapentin, macrogol (glycolax), hydroxyzine hydrochloride (hidroxizin), morphine, oxycodone, promethazine (phenergan [promethazine]), phenazopyridine hydrochloride (pyridium), trazodone, surgery (on (B)(6) 2014partial hysterectomy and (B)(6) 2014,bilateral removalof fallopian tubes,salpingectomy), surgery (surgical removal of the left migrated micro-insert & hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) -2014partial hysterectomy and (B)(6) -2014,bilateral removalof fallopian tubes,salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, migraine, dysmenorrhoea, fatigue, abdominal pain lower, vulvovaginal pain and nausea was resolving, the fallopian tube perforation, genital haemorrhage, pyrexia, weight increased, flank pain, anxiety, depression, stress urinary incontinence, urge incontinence, dyspareunia, urinary tract infection, vomiting, abdominal pain, uterine pain, nerve injury and hypertonic bladder outcome was unknown and the proctalgia, flatulence, abdominal distension and diarrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, depression, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flank pain, flatulence, genital haemorrhage, hypertonic bladder, migraine, nausea, nerve injury, pelvic pain, proctalgia, pyrexia, stress urinary incontinence, urge incontinence, urinary tract infection, uterine pain, uterine perforation, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on 06-oct-2011, through a side port essure device was inserted and advanced into the right tubal ostium and entered into the right fallopian tube without any difficulty. There were 6 coils in the endometrial cavity. The procedure was repeated in identical fashion on the left side. Initially there was difficulty in inserting the first essure because there was defect to the delivery system. A 2nd essure delivery system entered into the left tubal ostia without any difficulty. At this stage the device has separated from the essure coil and was removed. Good placement on the left side was noted.plaintiff's right essure coil remains in place and she still suffers from the symptoms and is currently investigating her options for removal of the essure devices. On (B)(6) 2012, preoperative diagnosis: dislodged essure coil into the abdominal cavity. The omentum was pulled down and it became obvious that the essure coil was lodged into the omentum at its distal end. The right fallopian tube was palpated and it showed that the essure coil was in the proper place. The left fallopian tube did not show any palpable essure coil and it appears that the dislodged coli was from the left side. Good occlusion of both the fallopian tubes was accomplished. Both the ovaries were noted to be normal. The uterus was anteverted and it was normal. The pouch of douglas was clear. There was no evidence of any inflammatory process or adhesions in the pouch of douglas, in the bowel loops or in the omentum. Procedure used to remove essure: surgical removal of coil(s) - laparotomy, excision biopsy of the omentum with left essure coil removal and bilateral filshie clip tubal ligation. Removal date was changed from (B)(6) 2014 to (B)(6) 2012. On(B)(6) 2012. Patient undergoes surgery: excision of left migrated micro-insert. On (B)(6) 2014 (hysterectomy with bilateral salpingectomy) done patients most if not all symptoms decreased after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. X-ray - on (B)(6) 2012: coils had migrated into her intra-abdominal cavity on (B)(6) 2012, findings: a frontal projection of the abdomen showing an essure coil in the right upper quadrant. An additional coil within the pelvis. No additional foreign body identified, nonobstructive gas pattern. No abnormal calcification finding of mass. No free air. Underlying bony anatomy normal in appearance. Impression: essure coil within the right upper quadrant. History of present illness: she had been having abdominal rectal pain for 3 days. She said she went to 2 ers for the same pain. She was informed that her x-ray showed a problem with her essure coil, and that she needed to return to the emergency room. Apparently the essure coil had radiated out of her uterus and into her peritoneum, intraabdominal cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra ll.t can be provided. Most recent follow-up information incorporated above includes: on 20-aug-2018: events- "perforation (fallopian tube), over active bladder" added, event "bladder or urinary problems or changes / bladder damage" change to "stress urinary incontinence, urge incontinence", historical condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil migrated/ one of her essure coils had migrated into her intra-abdominal cavity/perforation: coil embedded in omentum/essure coil was lodged into the omentum at its distal end"), pelvic pain ("sharp intermittent pain and cramps/ severe pelvic pain/pain/") and genital haemorrhage ("abnormal bleeding/ heavy bleeding/abnormal bleeding(general)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there was difficulty in inserting the first essure" and device defective "there was defect to the delivery system". The patient's past medical history included constipation, depression, gravida I and parity 1 in 2005. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cyst, nausea, vomiting, vomiting, smoker and alcohol use. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 3 months 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pyrexia ("fever"), weight increased ("weight gain"), flank pain ("severe right flank pain"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), proctalgia ("rectal pain"), flatulence ("flatus, passing lot of flatus"), abdominal distension ("bloating") and diarrhoea ("diarrhea"). The patient was treated with dicycloverine hydrochloride (bentyl), citalopram hydrobromide (celexa), docusate sodium (colace), duloxetine hydrochloride (cymbalta), diclofenac, gabapentin, macrogol (glycolax), hydroxyzine hydrochloride (hidroxizin), morphine, oxycodone, promethazine (phenergan [promethazine]), phenazopyridine hydrochloride (pyridium), trazodone, surgery (on (B)(6) 2012 partial hysterectomy and on (B)(6) 2014, bilateral removal of fallopian tubes). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, pyrexia, weight increased, flank pain, anxiety, depression, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, fatigue, proctalgia, flatulence, abdominal distension and diarrhoea outcome was unknown. The reporter considered abdominal distension, anxiety, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, flank pain, flatulence, genital haemorrhage, migraine, pelvic pain, proctalgia, pyrexia, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, through a side port essure device was inserted and advanced into the right tubal ostium and entered into the right fallopian tube without any difficulty. There were 6 coils in the endometrial cavity. The procedure was repeated in identical fashion on the left side. Initially there was difficulty in inserting the first essure because there was defect to the delivery system. A 2nd essure delivery system entered into the left tubal ostia without any difficulty. At this stage the device has separated from the essure coil and was removed. Good placement on the left side was noted.plaintiff's right essure coil remains in place and she still suffers from the symptoms and is currently investigating her options for removal of the essure devices. On (B)(6) 2012, preoperative diagnosis: dislodged essure coil into the abdominal cavity. The omentum was pulled down and it became obvious that the essure coil was lodged into the omentum at its distal end. The right fallopian tube was palpated and it showed that the essure coil was in the proper place. The left fallopian tube did not show any palpable essure coil and it appears that the dislodged coli was from the left side. Good occlusion of both the fallopian tubes was accomplished. Both the ovaries were noted to be normal. The uterus was anteverted and it was normal. The pouch of douglas was clear. There was no evidence of any inflammatory process or adhesions in the pouch of douglas, in the bowel loops or in the omentum. Procedure used to remove essure: surgical removal of coil(s) - laparotomy, excision biopsy of the omentum with left essure coil removal and bilateral filshie clip tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. X-ray - on (B)(6) 2012: coils had migrated into her intra-abdominal cavity on (B)(6) 2012, findings: a frontal projection of the abdomen showing an essure coil in the right upper quadrant. An additional coil within the pelvis. No additional foreign body identified, nonobstructive gas pattern. No abnormal calcification finding of mass. No free air. Underlying bony anatomy normal in appearance. Impression: essure coil within the right upper quadrant. History of present illness: she had been having abdominal rectal pain for 3 days. She said she went to 2 ers for the same pain. She was informed that her x-ray showed a problem with her essure coil, and that she needed to return to the emergency room. Apparently the essure coil had radiated out of her uterus and into her peritoneum, intraabdominal cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra ll.t can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: event verbatim was updated as coil migrated/ one of her essure coils had migrated into her intra-abdominal cavity/perforation: coil embedded in omentum/essure coil was lodged into the omentum at its distal end and pt was updated to uterine perforation. New events added- there was defect to the delivery system and there was difficulty in inserting the first essure. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 27-feb-2018: new events added- anxiety, depression, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, rectal pain, flatus, passing lot of flatus, bloating and diarrhea, historical conditions, treatment drugs and lab data added. Fup 3 and 4 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil migrated/ one of her essure coils had migrated into her intra-abdominal cavity"), pelvic pain ("sharp intermittent pain/ severe pelvic pain") and genital haemorrhage ("abnormal bleeding/ heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 3 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pyrexia ("fever"), weight increased ("weight gain") and flank pain ("severe right flank pain"). The patient was treated with surgery (on (B)(6) 2012 left essure removed). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, pyrexia, weight increased and flank pain outcome was unknown. The reporter considered device dislocation, flank pain, genital haemorrhage, pelvic pain, pyrexia and weight increased to be related to essure. The reporter commented: plaintiff's right essure coil remains in place and she still suffers from the symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2012: one of her essure coils had migrated into her intra-abdominal cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra ll.t can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: f/u summons received-events severe right flank pain, fever, weight gain added. Event one of her essure coils had migrated into her intra-abdominal cavity was clubbed with earlier event coil migrated and event severe pelvic pain clubbed with earlier event sharp intermittent pain and event heavy bleeding clubbed with earlier event abnormal bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality-safety evaluation received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported that a coil migrated. She underwent removal of foreign object 4 months after insertion. Sharp intermittent pain (interpreted as pelvic pain) and abnormal bleeding (interpreted as genital bleeding) were also reported, and hysterectomy with removal of fallopian tubes was performed 2.5 years after essure insertion. These events are anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact time point when the coil migrated was not specified, and the exact location of the coil was not described. Removal of foreign object (interpreted as the migrated coil) was performed 4 months after insertion; the removal method was not reported. Given the nature of this event, causality with essure cannot be excluded. Considering the nature of the events sharp intermittent pain and abnormal bleeding, and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil migrated"), pelvic pain ("sharp intermittent pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for contraception. On (B)(6) 2011, the patient started essure. On (B)(6) 2012, 117 days after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent removal of a foreign object on (B)(6) 2012) and surgery (laparoscopic total hysterectomy on (B)(6) 2014 including removal of fallopian tubes and ovaries). Essure was withdrawn. At the time of the report, the device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, pelvic pain and genital haemorrhage to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported that a coil migrated. She underwent removal of foreign object 4 months after insertion. Sharp intermittent pain (interpreted as pelvic pain) and abnormal bleeding (interpreted as genital bleeding) were also reported, and hysterectomy with removal of fallopian tubes was performed 2.5 years after essure insertion. These events are anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact time point when the coil migrated was not specified, and the exact location of the coil was not described. Removal of foreign object (interpreted as the migrated coil) was performed 4 months after insertion; the removal method was not reported. Given the nature of this event, causality with essure cannot be excluded. Considering the nature of the events sharp intermittent pain and abnormal bleeding, and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.